Event description:
The patient received a shoulder operation. While the patient was in pacu the surgeon ordered an x-ray. The surgeon stated the position of the implants required a revision. Two of the implanted items were removed and replaced. This report pertains to the glenoid sphere.